Event description:
¿Patient was transferred from doctor¿s modesto that had an argon 1.2fr l-cath PICC line in place. The PICC hub cracked during the patients stay with us.¿ PICC placed ¿ (B)(6) 2022. Date of event ¿ (B)(6) 2022. PICC was d/c¿ed. New PICC placed.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
¿Patient was transferred from doctor¿s modesto that had an argon 1.2fr l-cath PICC line in place. The PICC hub cracked during the patients stay with us.¿ PICC placed ¿ (B)(6) 2022. Date of event ¿ (B)(6) 2022. PICC was d/c¿ed. New PICC placed.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One catheter was returned for review. Visual inspection confirmed a crack in the luer. Several complaints for this part number have previously been received regarding a cracked hub and CAPA 2021-039 was initiated to address this issue. The CAPA is currently in the implementation phase and will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue.